Manufacturer narrative:
Manufacturer could not identify the lot# of the implant used. However, lot# are given as 0240257w or 0255454w. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior spinal fusion due to scoliosis. Post-op, one side of rod was broken. It is planned that it will be connected using a connector and be left in the patient. Revision surgery is scheduled on (B)(6) 2016. Patient complications were reported as unknown.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1604200500, 510k # k113174 was cleared in the united states. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.